Manufacturer narrative:
(B)(4). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: two open and two sealed 32g x 4mm pen needle samples were returned from lot. No. 9324035, cat. No. 320566. Visual examination was carried out on the two open samples and a bent non patient end of cannula was observed on one sample and a broken non patient end of cannula was observed on the second sample. No issues were observed with the two sealed samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the confirmed samples were returned open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 4 pen ndl 32g 4mm pro 100 box ap experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: patient feedback that needle bends when inserted into body